Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 3 months, 20 days. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was hospitalized due to complaints of melena. The labs showed hemoglobin levels of 6.7 g/dl and the patient was transfused with one unit of packed red blood cells (prbcs). A colonoscopy and endoscopy were performed. The endoscopy was normal. A single bleeding colonic angiectasia was found and cauterized. Additionally a single angiectasia was oozing in rectum and cauterized. As of (B)(6) 2018, the patient was stable and was to be discharged on that day or following. Plan of care included a follow-up colonoscopy (time tbd by gi team) and monitoring of hemoglobin and hematocrit.